Event description:
The patient fell twice and the battery moved. The generator had worked perfect until her second fall down, in which it was believed that the battery has flipped over, but it was not confirmed. The generator was able to communicate with the physician programmer and the patient programmer but not with the recharger. She was having x-rays done to look at the battery. Additional information was requested from the surgeon and the follow-up physician. No additional information was provided. More than a year later the patient reported that "in the past she broke one ins when she passed out and fell on it."